Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) the reported device was returned for investigation. Visual evaluation of the returned product identified bone tissue presented on the external threads of the implant but no other malfunction was detected. No pre-existing conditions were noted on the product experience report (per). The reported device was placed on tooth # 13 and was used for approximately 10 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). Customer did not provide any x-ray or any picture. A device history record review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant fractured. The reported complaint was not confirmed a definitive root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date h3: device evaluated by manufacturer: change ¿no' to 'yes' h4: device manufacture date h6: evaluation codes h10: additional narrative

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional PMA/510(k) number ¿ k011028 / k013227.

Event description:
It was reported that the implant fractured. The implant was explanted and the tooth site grafted.